Event description:
It was reported that during a parotidectomy procedure, as the case progressed, the device continued to transect but started to fail on coagulation. While taking 2mm vessel, it did not coagulate at all. The pt was bleeding due to lack of coagulation. There was approx 1-2cc of blood loss. Had to tie it off.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.